Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. .

Event description:
It was reported that the unit not working right and not dispensing rate correctly and replaced the bezel assembly and did a rate calibration to make sure the unit is working like it should. There was no patient involvement.